Event description:
It was reported the patient has been experiencing chest pains, discomfort, palpitations and waking up at night due to the pacemaker. It is also noted patient felt an electrical shock head to toe. The pacemaker is still in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported the patient has been experiencing chest pains, discomfort, palpitations and waking up at night due to the pacemaker. It is also noted patient felt an electrical shock head to toe. It was further reported that the patient complained of falling a couple of times, and of being hospitalized due to continual pain in the area of the device. The patient stated that a physician checked the device, and felt that everything was fine. Follow up was attempted for additional information but was unsuccessful. The pacemaker is still in use. No patient complications were reported as a result of this event.